Event description:
It was reported that customer could rewind the insulin pump. It was also reported that the drive support cap is damaged and protrudes. Customer's blood glucose reading was 340 mg/dl. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.